Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) performance data from the device shows low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.52v and the daily measurement was 2.86v. Analysis of the device determined the incorrect battery voltage measurements are the result of high internal battery resistance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Disclaimer: evaluation summary:(B) (4) analysis of the device is in process; the results will be forwarded when available. Performance data from the device shows that on (B) (6) 2010, the battery voltage with telemetry was 2.52v and the daily measurement was 2.86v.

Event description:
It was reported that when the device was interrogated during followup, the battery voltage was very low. The device was explanted and replaced. No patient complications have been reported as a result of this event.